Manufacturer narrative:
Investigation summary: the cause of the malfunction is due to a small amount of tissue being pulled into the tissue protector cannula by the bone screw and causing it to bind when the protector is not placed flush with the bone surface. From test report tr0979 "binding of the bone screw to the tissue protector is primarily due to tissue being wrapped around the threads. However, initial pin misalignment, bending of the screws, and misuse of the tissue protector are also clearly contributing factors."

Event description:
A bone screw became bound in the tissue protector during placement on the tibia. The surgeon was able to remove the device by using the tissue protector to unscrew the bone screw, releasing the device with no parts left behind in the patient. This correction resulted in a few minutes delay in the procedure and no permanent impairment of a body function or structure, hence no serious injury. The surgeon was able to complete the case using a backup device.

Manufacturer narrative:
Disclaimer: smith & nephew is submitting the above report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. The report is based upon information obtained by smith & nephew, which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, smith & nephew, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, smith & nephew or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the event described in this report. Disclaimer: smith and nephew has re-assessed this complaint in accordance with the provisions of 21 cfr 803.50 and deemed this event reportable as a MDR reportable event. Investigation summary: the cause of the malfunction is due to a small amount of tissue being pulled into the tissue protector cannula by the bone screw and causing it to bind when the protector is not placed flush with the bone surface. From test report tr0979 "binding of the bone screw to the tissue protector is primarily due to tissue being wrapped around the threads. However, initial pin misalignment, bending of the screws, and misuse of the tissue protector are also clearly contributing factors." Correction: b1 and h1 were updated to report type adverse event. Correction: b5 was updated.

Event description:
It was reported that during a surgical procedure, a bone screw became bound in the tissue protector during placement on the tibia. The surgeon was able to remove the device by using the tissue protector to unscrew the bone screw, releasing the device with no parts left behind in the patient. This correction resulted in a few minutes delay in the procedure. The surgeon was able to complete the case using a backup device.